Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at the time. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was unable to exclude device problem. The device was not returned for analysis. Without analysis of a returned device, the cause cannot be established.

Event description:
It was reported that the stretched coil was removed with a snare. An embold packing embolic coil was selected for use to treat a splenic aneurysm located in the splenic artery. The target vessel tortuosity was significant, and the diameter was at a minimum 4mm. After the coil was deployed, it was observed to be stretched. The coil was removed with a snare. The procedure was successfully completed. There were no patient complications as a result of the event.